Event description:
Date notified: 4/21/00. A model 305 aspirator was reported not to hold a proper battery charge. An inspection revealed a defective battery pack. No cause of the battery failure could be determined and was considered a random component failure. No adverse event occurred as a result of this problem.